Event description:
An alarm and signal loss issues were reported with the abbott diabetes care (adc) device in use with a samsung phone with android operating system version 13. A customer reported that they encountered a signal loss and the adc device failed to alarm when their glucose was low. The customer experienced a loss of consciousness and fell which resulted in a bruise. The customer was seen at a hospital where a tomography was performed, and the customer was provided glucose for hypoglycemia diagnosis. The customer was further provided painkiller (unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Software: the user reported missing low glucose alarms with the freestyle librelink app. Abbott diabetes care attempted to replicate the issue using similar device configurations of samsung galaxy s20 fe 5g (android 13, 2.11.2.11107). The reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. Therefore, this issue is not confirmed. Sensor: the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported for no alarms due to signal loss. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and enabled ¿signal loss alarm¿ feature in the app and placed device in faraday bag to interrupt signal to sensor. Removed device from bag and confirmed sensor was reconnected within few minutes. Alarms functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm and signal loss issues were reported with the abbott diabetes care (adc) device in use with samsung sm-a326b, os version 13 and app version 2.11.2.11107. A customer reported that they encountered a signal loss and the adc device failed to alarm when their glucose was low. The customer experienced a loss of consciousness and fell which resulted in a bruise. The customer was seen at a hospital where a tomography was performed, and the customer was provided glucose for hypoglycemia diagnosis. The customer was further provided painkiller (unspecified) for treatment. There was no report of death or permanent impairment associated with this event.